Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain and chronic low back pain. The patient reported that their implant was ¿shot¿, and it would not charge or work with the replacement ins recharger (insr) that they received. The patient also reported that they were getting sharp pains around the implant. The patient also was feeling pain and pinching/pushing in certain spots in their back. No further complications are anticipated.